Event description:
It was reported that the patient for a scheduled procedure. During the procedure, while the physician attempted to implant the right ventricular lead it was noted that the lead would not extend. The lead was not used, and a new lead was implanted. There were not patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The cause of the reported event was isolated to the helix being clogged with blood/tissue. No anomalies found.